Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-11205, 2134265-2017-11206, 2134265-2017-11208, 2134265-2017-11213. It was reported that the patient had chest pain, an occlusion and cardiac arrest. The target lesion was located in the heavily calcified ostial right coronary artery (rca). Pre-dilation was performed with a 2.5mm nc emerge balloon to 28 atms, which didn't expand the lesion. Then a 1.50mm rotablator rotalink plus burr was used. After that a 2.5x8mm non-bsc stent was implanted in the proximal rca and a 2.50x8mm synergy stent was implanted in the ostium. Post-dilation was performed with a 2.5mm nc emerge balloon to 28 atms, but never fully expended both stents. It was decided to leave it at this point. About 45 minutes later the patient had chest pain in the holding area and was brought back to the lab. The rca was found occluded and the patient arrested. Cardiopulmonary resuscitation (CPR) was started via a non-bsc chest compression system and the rca was re-wired and re-ballooned. A blood thinner was administered and then the rca had better flow and the patient stabilized. The patient was also put on extracorporeal membrane oxygenation (ECMO). The left ventricular function had improved back to 55% and the patient was "doing better". The physician attributed the event to severe stent under-expansion due to the heavy calcium burden.